Event description:
It was reported that after the guide wire crossed the lesion, while loading the powersail on the proximal portion of the guide wire, the tip came off the powersail. Reportedly, there was no pt injury.